Event description:
During the procedure as the device attempted to cross the heart valve, the shaft of the device kinked. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.